Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was located in the right coronary artery (rca). The physician deployed three cypher stents (two 3.5 x 23 mm and one 3.5 x 28 mm). The physician then used a quantum maverick 4.5 x 15 mm balloon to post dilate the stents. The balloon became hung up on the proximal side of the three overlapping stents. The physician deep seated the guide catheter which released the balloon successfully. Once the physician had the balloon in position, it was inflated to 12 atms. Upon deflation, it was noted that the balloon was deflating very slowly. The physician inflated it again to 12 atms and unsuccessfully attempted to deflate the balloon again. When the balloon was inflated with the inflation device to free the balloon on the second attempt, they could not see any contrast in the balloon. The physician used a 60 cc syringe in the side port and was able to see the contrast using that method. After approximately one minute of being inflated, the pt began to have st changes. The physician advanced the guide catheter to the edge of the balloon and pulled the inflated balloon into the guide catheter and then removed the guide catheter and balloon together. After the balloon was removed, the physician used ivus to visualize the site and it looked good. There were no pt injuries.